Event description:
It was reported that during implant of an atrial lead, the 10f peel-away introducer separated incorrectly when the physician attempted to remove the introducer from the lead body. Fragments of the introducer were successfully retrieved, however, later discarded. A portion of the introducer remains in the soft tissue of the patient's subclavian. Due to the patient's age, the physician elected not to perform an additional surgical procedure for removal of the introducer portion. The patient was placed on anticoagulants and antibiotics with good results.